Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v372028, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that x-rays showed normal and proper lead placement. The patient¿s healthcare professional had asked the manufacturing representative to meet with the patient to try reprogramming again. The manufacturing representative had met with the patient and they still had stimulation in their ribs.

Event description:
It was reported the patient fell and ¿jogged¿ something out in their back with the stimulator. The patient did not feel stimulation in the correct spot and their back had been hurting them. The patient was not getting good therapy. Reprogramming was attempted, but did not provide relief. All of the patient¿s stimulation was in the ribs. X-rays were to be performed on (B)(6) 2014.